Manufacturer narrative:
Block b3- approximated based on the date of explant. Block d6b: explant date: (B)(6) 2025. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were kept by the facility.